Event description:
It was reported that during surgery the surgeon was trying to remove an sts stem with a broken trunion. The surgeon wanted to get more power so he attached a zimmer extraction device to the inserter to see if he could get more power to know the stem out. After about 3 or 4 hits with the zimmer device attached the tip of the inserter broke off into the stem internal to patient. The stem was then removed using an eto (all pieces recovered). It is unknown if there was a delay. There was a backup device available but not from s&n.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The tip of the threaded end of the device fractured off, rendering the device inoperable. The tip was not returned. The device was manufactured in 2019 and shows signs of extensive use. The medical investigation concluded that this complaint from the united states reports,¿ while trying to remove an sts stem (by biomet) with a broken trunnion ¿¿the surgeon wanted to get more power so he attached a zimmer extraction device to the inserter to see if he could get more power to know the stem out. After about 3 or 4 hits with the zimmer device attached the tip of the inserter broke off into the stem. The stem was removed using an eto (all pieces recovered). One x-ray was submitted for review. Smith and nephew has not received the device/adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The impact to the patient cannot be determined with the available information. Based on the information available the root cause of the inserter tip breaking could have been the excessive force from the zimmer extraction device. The broken trunnion was not a smith and nephew component. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.